Event description:
It was reported that customer was hospitalized on (B)(6) 2017 due to high blood glucose. Blood glucose reading was 500 mg/dl. Customer was at perfusor. Customer declined troubleshooting. No further patient complications were reported. The device was returned for analysis

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal reporting number: z-0958-2020. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 2.9d pump not received stuck in manufacturing mode. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit uploaded properly using carelink pro. Unit had scratched case, pillowing keypad overlay and cracked retainer. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the